Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the tube was broken off where it connects to the reservoir at the tubing connector and had ketone levels. The patient was inside because it was so hot outside and patient's mother think it was later in the day as the patient started feeling high. Two days before this report, patient's blood glucose level was in the 400s mg/dl because the patient doesn't usually feel it till the blood glucose level climbs high because the patient was not on a sensor. The site was at his left hip according to his mother and the pump was usually worn on the left side. The infusion was in use for two days. Reportedly, the infusions were stored in a diabetes closet because her daughter was diabetic too and it had a pretty good temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.